Manufacturer narrative:
Device manufacture date not available.

Event description:
Wife reported she believes customer took usual dose of 10 units human nph insulin and 6 units human r insulin at 10:00 pm. Wife did not observe this dosing, is not certain dosing was done correctly. About 1:00 am wife noticed customer sweating, incoherent. Wife attempted to use meter, got flashing "off" on screen, which is a specified error of the compact system. Wife called 911, customer was taken by ambulance to emergency room. Customer was kept overnight for observation, released at noon the next day with normal glucose readings. Release papers show diagnosis was hypoglycemia, renal failure and bradycardia. Wife does not know what glucose readings were taken, while in the ambulance or at the emergency room, does not know what treatment he received. A request was made for the return of the device, and a replacement was sent.